Manufacturer narrative:
Subject device was not received for evaluation. Review of the device history records was performed which confirmed no discrepancies. A complaint history review did not identify additional complaints filed for the manufactured lot on file. Reportedly, there were no internal processing issues that would contribute to the nature of the issue. Per results of the investigation, no root cause could be determined. At this time, no further investigation is warranted. (B)(4).

Event description:
During an anterior cruciate ligament (acl) reconstruction procedure utilizing the pin, passing drill tip-2.4 x15 (sterile), it was reported that, while the surgeon was drilling the surgeon was drilling into the femoral tunnel, shedding of the device was noted. It was reported that the 2.4 pin was drilled through the femur first without issue. However, when the 4.5 drill was reamed over the 2.4 pin in the femur, bits of metal debris was observed. It was reported that the fragments were removed from the patient with the use of a shaver. It was reported that patient is free of all debris. A backup device was available, but it is unknown if it was used. (B)(4).